Event description:
Whole knee, left knee coming up towards thigh just gotten really burny/burning goes from groin to knee/didnt know if burning, pain is from injection or nerve ablation he had in back several day before [burning sensation]. Just to touch it, it hurts/burning goes from his groin to the knee hurts if the sheet touches it/didnt know if burning, pain is from injection or nerve ablation he had in back several day before [groin pain] ([radiating pain]). Just to touch it, it hurts/burning goes from his groin to the knee hurts if the sheet touches it/didnt know if burning, pain is from injection or nerve ablation he had in back several day before [aching (l) knee]. Hurts if the sheet touches it at night it making sleep difficult [sleep difficult]. Case narrative: initial information received from united states on 27-nov-2020 regarding an unsolicited valid serious case received from a patient. This case is linked to case (B)(4) (multiple devices for the same patient). This case involves a 73 years old male patient who was treated with medical device hylan g-f 20, sodium hyaluronate (synvisc one) and whole knee left knee coming up towards thigh just gotten really burny/burning goes from groin to knee/didnt know if burning, pain is from injection or nerve ablation he had in back several day before, just to touch it, it hurts/burning goes from his groin to the knee hurts if the sheet touches it/didnt know if burning, pain is from injection or nerve ablation he had in back several day before and hurts if the sheet touches it at night it making sleep difficult. Patient has had hylan g-f 20, sodium hyaluronate injections for 4 years and usually after 1 week the pain was gone. The patient's family history was not provided. At the time of the event, the patient had ongoing arthritis but was not bone on bone and had arthritis in his hands. Mentions he was getting steroid injections in his back every 3 months but he was diabetic so they wanted to try the nerve ablation which patient had several days before taking hylan g-f 20, sodium hyaluronate. On (B)(6)2020, the patient started using hylan g-f 20, sodium hyaluronate solution for injection at the dose of 6 ml once in left knee via unknown route (lot: unknown) for arthritis. Information on the batch number was requested. On an unknown date in (B)(6)2020, after unknown latency, patient's whole left knee coming up towards the thigh has just gotten really burny (burning sensation), just to touch it, it hurts, (arthralgia, pain) and it just had not gone away. Patient was going to try to contact the doctor, who did the injection just to see if this was an adverse reaction. Patient mentioned that he didn't know if the burning and pain he was feeling was from the injection or the nerve ablation he had in his back several days before the hylan g-f 20, sodium hyaluronate injection. Patient reported that this time he felt it was different from its previous hylan g-f 20, sodium hyaluronate injections. Patient went to the pain clinic that morning ((B)(6)2020) and they gave him a cortisone injection in his hip after he shared with them the (burning sensation) burning goes from his groin to the knee and hurts if the sheet touches it at night it making sleep difficult (groin pain, arthralgia, insomnia) (onset: (B)(6)2020; latency: unknown). Patient could walk ok, and was using rest, elevation and ice for his left knee. Patient was going to call his doctor but due to the holiday no one was available. Events of arthralgia, groin pain, burning sensation were assessed as serious as intervention required with cortisone for the same. Action taken: not applicable for all events. Corrective treatment: using rest, elevation and ice, cortisone for arthralgia, cortisone for groin pain and burning sensation; not reported for insomnia. Outcome: unknown for insomnia, not recovered for rest of the events. A product technical complaint (ptc) was initiated on 30-nov-2020 for synvisc one for unknown batch number and global ptc number: 100085086. The product lot number was not provided; therefore, a batch record review was not possible. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr (non-conformances report) process. Adverse event reports with or without lot numbers were continuously monitored, and possible associations with their corresponding product lot are assessed, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA (corrective and preventive action) was required. Investigation completion date: (B)(6)2020. Follow up information was received on 30-nov-2020 from other healthcare professional. Global ptc number added. No significant information was received. Additional information was received on 07-dec-2020 from healthcare professional. Investigational results added for ptc. Text amended accordingly.

Event description:
Whole knee left knee coming up towards thigh just gotten really burny/burning goes from groin to knee/didn't know if burning pain is from injection, or nerve ablation he had in back several day before [burning sensation]. Just to touch it, it hurts/burning goes from his groin to the knee hurts if the sheet touches it/didn't know if burning, pain is from injection, or nerve ablation he had in back several day before [groin pain], [radiating pain], [and] [aching of (l) knee]; it hurts if the sheet touches it at night it making sleep difficult. Case narrative: initial information received from united states on 27-nov-2020 regarding an unsolicited valid serious case received from a patient. This case is linked to case#: (B)(4) (multiple devices for the same patient). This case involves a (B)(6)- year- old male patient who was treated with medical device hylan g-f 20, sodium hyaluronate (synvisc one), and whole knee left knee coming up towards thigh just gotten really burny/burning goes from groin to knee/didn't know if burning, pain is from injection or nerve ablation he had in back several day before, just to touch it, it hurts/burning goes from his groin to the knee hurts if the sheet touches it/didn't know if burning, pain is from injection, or nerve ablation he had in back several day before, and hurts if the sheet touches it at night, making sleep difficult. Patient has had hylan g-f 20, sodium hyaluronate injections for 4 years and usually after 1 week the pain was gone. The patient's family history was not provided. At the time of the event, the patient had ongoing arthritis, but was not bone on bone, and had arthritis in his hands. Mentions he was getting steroid injections in his back every 3 months but he was diabetic so they wanted to try the nerve ablation, which patient had several days before taking hylan g-f 20, sodium hyaluronate. On (B)(6) 2020, the patient started using hylan g-f 20, sodium hyaluronate solution for injection at the dose of 6 ml once via unknown route (lot: unknown) in left knee for arthritis. Information on the batch number was requested. On an unknown date in (B)(6) 2020, after unknown latency, patient's whole left knee coming up towards the thigh has just gotten really burny (burning sensation), just to touch it, it hurts, (arthralgia, pain) and it just had not gone away. Patient was going to try to contact the doctor, who did the injection just to see if this was an adverse reaction. Patient mentioned that he didn't know if the burning and pain he was feeling was from the injection or the nerve ablation he had in his back several days before the hylan g-f 20, sodium hyaluronate injection. Patient reported that this time he felt it was different from its previous hylan g-f 20, sodium hyaluronate injections. Patient went to the pain clinic that morning of (B)(6) 2020, and they gave him a cortisone injection in his hip after he shared with them the (burning sensation) burning goes from his groin to the knee, and hurts if the sheet touches it at night it making sleep difficult (groin pain, arthralgia, insomnia) (onset: (B)(6) 2020; latency: unknown). Patient could walk ok, and was using rest, elevation and ice for his left knee. Patient was going to call his doctor, but due to the holiday no one was available. Events of arthralgia, groin pain, burning sensation were assessed as serious as intervention required with cortisone for the same. Action taken: not applicable for all events corrective treatment: using rest, elevation and ice, cortisone for arthralgia, cortisone for groin pain and burning sensation; not reported for insomnia. Outcome: unknown for insomnia, not recovered for rest of the events. A product technical complaint was initiated, and results were pending for the same.